Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the patient's ipg and external devices. The patient's programmer also reflected a communication error. The ipg was deemed inoperable. It was noted the patient had not recharged the ipg in 6 months and has not felt stimulation since that time. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.